Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system has increasing shocking lead impedance measurements. Pacing thresholds are unchanged.